Manufacturer narrative:
One 72203791 truepass suture passer w/self-capture feature used for treatment, was returned for evaluation. Assessment confirmed the torsional spring was broken and absent from the recessed grooves. The spring coils were all that remained attached to the upper jaw component. The jaw does not function as intended without the spring. Per IFU: ¿keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device.¿ although there was no permanent damage noted, temporary deflection may contribute to spring damage. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint search revealed no other complaints for the history of this production lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the forceps broke off inside the patient. The pieces were removed from the patient with tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. It was reported that all pieces were removed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.